Event description:
Initial hba1c result of 4.4%. Repeat of same sample recovered 8.2%. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.